Event description:
Related manufacturer reference number: 2017865-2021-24325. It was reported that the right ventricular lead exhibited noise. An x-ray showed that the right ventricular and atrial lead likely suffered from subclavian crush. The physician elected to explant the leads and not replace the system as the patient was not pacing dependent at all. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.